Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer went to emergency room and then hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2020. Blood glucose reading was 427 mg/dl. Customer was also experiencing a low blood glucose and blood glucose was 47 mg/dl at the time of incident. Customer also reported that the insulin pump had hardware low level failures alarm after performing self test as well as replace battery alarm. Customer had symptoms such as stomach and chest pain. The customer was treated with intravenous insulin at the hospital. Customer did not receive a low battery alert prior to the replace battery alert. The customer stated that the battery was not previously used and battery cap was not loose, cracked or damaged. Customer also stated that the insulin pump was draining the battery quicker than before. It was unknown that if the insulin pump was in auto mode at the time of the incident. Troubleshooting for the customer¿s high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020 . Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test and force sensor test. The test p-cap does not lock in place properly and unable to perform the displacement test, displacement accuracy test and occlusion test due to missing retainer and missing reservoir tube o-ring. No unexpected insulin flow blocked alarm noted. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power loss alarm, replace battery alert or replace battery now alarm noted during testing or in the device trace download. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed pump error 63 alarm during self test and confirmed in the pump history due to broken pin 6 trace on keypad assembly. Device received with serial number label fading, scratched case, pillowing keypad overlay and minor scratched lcd window.